Event description:
It was reported that the patient had experienced unspecified issues with an ambicor penile prosthesis (app). The app was explanted and a new 18cmx12.5mm app was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.